Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: a material analysis found no material or manufacturing defects. A material analysis indicated: bony material was observed on the trident shell ingrowth surface. Explant damage to the trident shell was also observed. In-vivo service related damages to the articulating surface of the insert included burnishing and scratching. Abrasion was observed around an area of the insert distal rim. These are commonly identified damage modes on uhmwpe inserts. Metal transfer markings were visible on the distal surface of the ceramic head including indications of the stem being properly seated in the taper of the ceramic head. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient returned to the surgeon's office complaining of hip pain. A x-ray was taken and showed aseptic loosening of acetabular component. A revision surgery was performed to remove component and replace with a zimmer shell.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient returned to the surgeon's office complaining of hip pain. A x-ray was taken and showed aseptic loosening of acetabular component. A revision surgery was performed to remove component and replace with a zimmer shell.